Event description:
The customer reported to beckman coulter (bec) that they noticed a probe leak when attempting to calibrate their coulter ac t 5diff al analyzer. The leak was only diluent, pooling on top of the bath cover. The customer was not sure of the leak volume. The customer stated the calibrator failed cv% on red blood count (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt). The customer ran controls again and rbc, hgb, and hct exhibited same bias (low and out). Calibrator/control runs were deleted due to low flags. The customer was wearing gloves at the time of this event. There was no exposure to mucous membranes. No patient results were run at this time. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse observed a drip from the probe. The fse found bottom tubing was disconnected from the bottom section of the probe wipe and reattached the tubing. The fse ran a startup, reproducibility and quality control (qc). The instrument passed within specifications. However, calibration still biased high. A new scal kit was sent to customer. Failure mode was bottom tubing disconnected from the bottom section of the probe wipe. The instrument failed controls which alerted the customer to a problem. (B)(4).